Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part: 03.010.227. Lot: 3776482. Manufacturing site: haegendorf. Release to warehouse date: august 05, 2011. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the aim-arm f/expert alfn was received at us customer quality (cq). Visual inspection of the complaint device showed one of the sets of locking cams (gold levers) was not returning to a neutral position upon being moved to its locking position. The other set, upon moving to the locking position, had the spring return it to a neutral position. Damage was noted inside the slot corresponding to the malfunctioning locking cams, preventing devices from fully passing through the slot. All locking cams are present, none show markings of having been broken off. Functional test: both sets of locking cams were turned to their locking positions and released. The set closer to the end of the device then returned to its neutral position. The other set stayed in the locking position. The condition was able to be replicated. Dimensional inspection: no dimensional inspection can be performed since the device could not be disassembled to access relevant components. Document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as the locking cams are not broken off. However, there is damage inside one of the slots, preventing devices from fully passing through the slot. One of the sets of locking cams also does not return to a neutral position upon displacement. No definitive root cause could be determined based on the provided information. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Initial awareness date reported as (B)(4) 2019 but should have been (B)(4) 2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a regular cleaning of the expert alfn instruments, it was recognized by the MDR staff that one of the aiming arm gold levers was broken off. This complaint involves one (1) device. This is 1 of 1 for report (B)(4).